Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3213081. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, I was treated in our hospital for cerebral infarction. At 9:00 a.m., after the nurse finished disinfecting, he connected the infusion catheter to the septum needleless injection cap. After turning on the infusion device, fluid leaked from the cap, soaking the patient's clothes. He immediately turned it off and found that the cap was leaking in a spray-like manner. He replaced it with a new one and observed that no more fluid leaked.